Event description:
During verification testing at the service center the device touchscreen does not respond when pressed.

Manufacturer narrative:
During testing the touchscreen was found to not respond when pressed. Fluid ingress was noted on the device touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.